Manufacturer narrative:
Mitek is, at this point in time, in the information gathering mode. When all that can be had, is had and throughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting that during a shoulder repair, a portion of the distal tip of a gryphon inserter broke off into the joint space. The fragment was retrieved from the body with some minor bone damage to the glenoid. There were also metal shavings which emanated from the gryphon fish mouth drill guide and drill bit, and deposited into the joint space. Not all of the debris was able to be removed from the body; the bone damage is very slight and needs no attention or intervention. The procedure was concluded successfully using another device without further issue or harm to the patient. Also see associated mdrs 1221934-2009-00203 and 1221934-2009-00204.